Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, igbt board, and high voltage supply regulator. System operates as intended. (B) (4).

Event description:
The customer reported the system will not fluoro and is making abnormal noise. No patient injury was reported.